Event description:
It was reported that an alert was received on latitude for this pacemaker as it was going into safety mode. Furthermore, there were concerns for premature battery depletion (pbd). The plan is to have this device replaced soon and send for analysis. This pacemaker currently remains in service. No adverse patient effects were reported.